Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The tip of suture needle broke off in the wound during use. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. * please provide procedure name and date. * please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. * how was procedure successfully completed? * how many needles broke during suturing on this one patient during this single surgical procedure? It is stated: "other needle tips from the same batch had broken off during the list." *what is the total number of patients? *have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). *what are the procedure name(s) and date(s)? * if complaints have not been reported, please create a complaint for each single event/patient. The single complaint was reported with multiple events. There are no additional details regarding the additional events. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.